Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally turned off the pump's carbohydrate setting in the pump's bolus settings. Customer's blood glucose was 132 mg/dl. Reportedly, the customer corrected the setting and resumed insulin therapy.